Event description:
It was reported that there were concerns regarding premature battery depletion. It was noted that there was a battery depletion (bd) fault code. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion. It was noted that there was a battery depletion (bd) fault code. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and a new device was successfully implanted. No additional patient adverse effects were reported.